Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The hub, shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed that there were numerous kinks throughout the hypotube and that the hypotube was separated 31.3cm distal of the strain relief. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that hub detachment occurred. The target lesion contained a 90 degrees bend and was located in the very tortuous circumflex artery (cx). The physician had a difficult time wiring the vessel. A 1.2mmx12mm threader balloon catheter was placed to give support in wiring the 90 degrees bend in the cx. The device was in the body for approximately 20 to 25 minutes. The balloon was never inflated and when the device was removed, the scrub tech was coiling the hypotube in wide loops when the hub snapped cleanly off. The device was completely removed and there were no patient complications reported. However, device analysis revealed a separation 31.3cm from the hub.